Event description:
It was reported that when the device was used during a partial lung resection, the staples were malformed, and the device delivered an incomplete staple line. There was no reported pt consequence and one device is being returned.